Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, around 4 months after implant placement. The patient's x-ray was provided. The bone quality around the area was type iii, and oral hygiene around the implant was good. No findings were observed during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.